Event description:
During use, monitor displayed a cardiac index of 1.6, which was low. No error message on monitor. User waited approx 10 minutes for number to change, but no changes observed. Hospital gave pt 500cc saline and doubled their dose of dopamine. After 20 minutes, no change in "cci", but change observed in blood pressure measurement. Not known if bolus shot. User changed monitor and cardiac index went to 5.8. No pt complications.